Manufacturer narrative:
The customer performed a sample visual check and no fibrin or clots were observed. The customer's calibration results were ok. The customer's qc results, system alarm trace, and ise check were requested but not provided. The customer declined the field service engineer for further investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable ise indirect gen.2 na result for one patient tested on a cobas 8000 cobas ise module. The customer confirmed qc was acceptable prior to patient testing. The patient's initial na result was not reported outside the laboratory. The patient's sample was repeated on the same analyzer. The patient's initial na result was 90 mmol/l. The patient's repeat na result was 140 mmol/l. The customer determined the repeat result was correct. The na electrode lot number and expiration date were requested but not provided.